Manufacturer narrative:
Concomitant medical products: 97714 pain stim ipg, implanted (B)(6) 2015, w1dr01 ipg, implanted (B)(6) 2018, 5076-45 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead failed to capture for a period of time. The patient was near syncope. The rv was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a short pause in pacing on the rv lead.